Event description:
It was reported that when using the bd pyxis¿ es server had patients were not crossing over. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not crossing. A technical support specialist (tss) had dialed into the test cce but did not observe any results or messages. Subsequently, the tss dialed into the production cce and identified an adt message from the customer's latest email. The adt messages had successfully passed through to the es server. The tss then dialed into all in one and executed a query, which revealed that the messages were being rejected due to the absence of an admit date. As there was no further response from the customer, the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had patients were not crossing over. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.